Manufacturer narrative:
Evaluation concluded that the failure was isolated to the main pcb.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone, following the speaker upgrade. There was no pt harm reported.